Event description:
Information was received indicating that while in use, a smiths medical cadd ms3 shut off approximately 3 times. It was also reported that the patient felt nauseated during this time. Patient restarted infusion (remodulin) and no further adverse effects were reported.